Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle top was broken off when customer opened the package. No patient contact. No patient contact.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-mar-2024.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation (B)(4) unit of lot c2021282 of echo-hd-22-ebus-o-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 12 dec 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Distal end of needle examined and observed to be broken. Broken section of needle returned separately. Manufacturing records prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2021282 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused the distal end of the needle to break. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events.